Event description:
It was reported that there was a loss of therapeutic effect. The patient still felt the stimulation. However, 6 weeks ago the patient started experiencing a ¿breakthrough¿ pain. The patient had ¿low dose¿ pain medications they could take at night but did not want to take them. There were symptoms which included increased baseline pain. There was no known accident or incident related to the complaint. The patient noted stimulation had been working great. The patient believed they had 3 programs, only two of them were used. The patient believed a program may have needed to be ¿tweaked¿ for better therapy. The patient had an appointment with the healthcare provider (hcp) on wednesday (B)(6). Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that there was not a 50 percent or greater symptom reduction. The event cause was determined and not and unknowns if it was device related. Reprogramming was needed. The patient had a fall recently at the time of the report and the stimulator was not working correctly since the fall. The patient was seen by the manufacturer representative (rep) and programming determined several impedances. X-rays were completed that showed the lead placement had not moved since implant. The loss of effect was unknown if it was sudden or gradual. The patient had not recovered; the symptoms/issue was ongoing. The patient was scheduled to see the healthcare provider (hcp) for a treatment plan.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3998, lot# va0a3b6, implanted: (B)(6) 2013, product type: lead. Product ID: 3998, lot# va02j9h, implanted: (B)(6) 2013, product type: lead. (B)(4).